Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break? Did the needle pull off from the suture? Did the issue occur during use on patient? Did the needle/needle piece(s) fall in the patient? X-rays taken? Results? Was the needle/needle piece(s) removed from the patient? If removed, was it removed during same procedure? Was the needle completely retrieved? If retained in patient; location and size? Are any plans to remove the needle/needle piece(s) in future? Any additional tissue dissection or damaged due to searching for the needle/needle piece(s)? Any other patient consequences? If yes, what medical/ surgical intervention was provided? Product code. Lot number. How was case completed?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the operation it was reported that the end of the needle broke off. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). It was reported by the affiliate that the sales rep confirmed that there were 3 needles which broke with 2 separate surgeons experiencing this. This medwatch report contains information about the second surgeon with one needle breakage.

Manufacturer narrative:
Pc-(B)(4). Attempts are being made to obtain the following information to for further clarification. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: did one needle break or did 3 needles break in different procedures?

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During the visual inspection of the representative samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Also, the sample was tested by resistance test to needle and the needle met the requirements. During the visual inspection of the opened sample, the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. Also, the sample was tested by resistance test to needle and the needle met the requirements. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.